Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection that could not be cleared. A pump exchange was performed.

Manufacturer narrative:
Section h4: corrected data manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. The account communicated that the patient had experienced chronic driveline infections and had undergone multiple courses of oral and IV antibiotics. The patient ultimately underwent a pump exchange due to driveline infection on (B)(6) 2020. (B)(6) was returned assembled with the pump cable severed approximately 5.0¿ from the pump housing. The sealed outflow graft, sealed outflow graft bend relief, graft attachment, and apical cuff were not returned. Visual inspection of the inflow cannula revealed a thin layer of tissue on the proximal end/edge which was strongly adhered and smooth and did not appear to have impacted the flow of blood. Otherwise, inspection of the cannula did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 139 minutes of data from (B)(6) 2020. The lvad periodic log file contained data from (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. Patient experienced chronic driveline site infections and multiple courses of oral and IV antibiotics. Due to the infection the patient had two excision and debridement procedures of her driveline exit site. First occurred on (B)(6) 2019, second 30dec2019. Pseudomonas aeruginosa have been determined the agent of infection. Patient was treated with insertion of ventricular assist device implantable incorporeal sing ventricle pump exchange on (B)(6) 2020 via left thorcotomy. Patient was discharged home with home health care (B)(6) 2020. The device will be returned for evaluation.

Manufacturer narrative:
Section b5: additional information; the (B)(6) 2019 admission was reported in MFR. Report #2916596-2020-04313 and the (B)(6) 2019 admission was reported in MFR. Report #2916596-2020-04318.